Event description:
The device was received for investigation. The explantation report states that the reason for explantation was a recurrent acute mastoiditis.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The device was received for investigation. The explantation report states that the reason for explantation was a recurrent acute mastoiditis.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to mastoiditis, which led to a perforation of the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. This is a final report.